Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a resettable malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer used an insulin pen as a backup and received assistance from technical support to reset the pump, which did not recur. Technical support planned to replace the pump, and the customer was advised to call if the issue recurred.